Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 19 cm distal to the df4 connector pin. The proximal and the distal lead fragment with inserted locking stylet was returned and subjected to an extensive analysis. In the course of the analysis, the insulation was found rubbed through on the distal lead fragment. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. The conductor cable to the shock coil was found fractured in this region. This damage can be considered the root cause of the clinical observation. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that shock impedance was elevated, out of range. The lead was explanted and replaced.